Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2024. During the procedure, after the stent's second flange was deployed, the eus scope was moved to straighten the second flange in the working channel; however, the stent came out into the duodenal wall. The stent was removed, and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Manufacturer narrative:
Block b5 has been updated with additional information received on august 12, 2024. Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2024. During the procedure, after the stent's second flange was deployed, the eus scope was moved to straighten the second flange in the working channel; however, the stent came out into the duodenal wall. The stent was removed, and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. **additional information received on august 12, 2024** the stent was to be implanted transgastric to the stomach. The stent was removed using forceps.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2024. During the procedure, after the stent's second flange was deployed, the eus scope was moved to straighten the second flange in the working channel; however, the stent came out into the duodenal wall. The stent was removed, and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 12, 2024. The stent was to be implanted transgastric to the stomach. The stent was removed using forceps.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an axios electrocautery-enhanced delivery system was received for analysis; the axios stent was not returned. Visual inspection was performed, and no problems were noted with the delivery system. The reported event of stent positioning issue could not be confirmed as this happened during the procedure and is not possible to replicate in the laboratory analysis. However, the reported event is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the IFU as a potential adverse event associated with the use of the device.